Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter. However, we tested two (2) retain catheters from the same catheter sub lot (632252) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, a review of complaint history showed that this is the only catheter break related incident from this lot. It is noteworthy that the patient in this incident reported that she had lost the "patient guidelines" booklet prior to removing the catheter. The patient guidelines states: "it should be easy to remove and not painful. Do not tug or quickly pull on the catheter during removal. If it becomes hard to remove or stretches, then stop. Call your doctor. Continued pulling could break the catheter.' The report by the initial reporter indicates that the patient attempted removal by using tweezers after she had experienced problems removing the catheter. This resulted in catheter breaking. Based on this information, the technique used during the removal of the catheter would have contributed to the reported incident. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risk limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this even becomes available, I-flow will submit a follow-up report.

Event description:
Approximately two weeks post shoulder surgery, performed in 2007, the patient notified the head nurse that the catheter had broken while removing it herself at home. The patient had indicated that the catheter was difficult to remove, so she used a pair of tweezers, which broke the catheter. The patient then placed "plaster" over the wound. Two days later the wound presented with redness and swelling. The patient returned to the hospital where the remaining segment was removed and antibiotics were given for the diagnosed infection at the incision site. The antibiotics did not resolve the infection, therefore, the patient remained in the hospital for 2 1/2 weeks because of the complications.